Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for patellar tendon rupture - extensor mechanism insufficiency. Treatment includes surgical intervention: patella tendon repair. Doi: (B)(6) 2018. Doe: (B)(6) 2018. (Right knee).

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Emails indicate an ae for failure of previous retinacular repair and degloving of the patella has occurred. The doe is (B)(6) 2018. It is considered serious and of moderate severity. The event is definitely not related to device and possibly related to procedure. Treatment includes patellectomy and medial retinacular repair. It is reasonable to conclude that this ae is a continuation of the original ae of extensor mechanism insufficiency.